Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that es, device was not communicating, and station was on critical override. A technical support specialist (tss) found that carefusion care coordination engine (cce) services were unable to connect to sql server. The network change at the customer site caused a loss of database connection on the cce. The cce services were restarted, and the connection was restored. The system functioned as intended after the tss troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, device was not communicating, and station was on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.